Event description:
Towards the end of the 60 perjeta infusion, the patient put on her call light. The IV tubing was leaking from the y site port. Some perjeta got on the patients blanket and floor. The nurse examined the tubing and saw there was a hairline crack in the port. The nurse sent the medication back to pharmacy to be restrung to continue infusion. Approx 20 cc was on the floor and about 30ml left in the bag.